Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the pacemaker exhibited intermittent ventricular undersensing and variation in r-wave amplitude. The patient presented in-clinic on (B)(6) 2018 where the device was reprogrammed. The patient was stable and without symptoms before, during, and after.